Event description:
It was reported that during a laparoscopic cholecystectomy procedure, device did not open after firing. It was not on tissue. The case was completed without any pt consequence.

Manufacturer narrative:
Info anticipated; but unavailable at this time.